Event description:
It was reported a disconnection issue between the transfer set and titanium adapter occurred after peritoneal dialysis (pd) therapy was completed. It was further reported the patient noticed the transfer set fell to the ground and "water was dripping out from the titanium adaptor". The patient reconnected the transfer set to the adapter and presented to the pd clinic. The transfer set was replaced; however, the titanium adapter was not changed. Subsequently, the patient experienced peritonitis manifested by abdominal cramping. The cause of the disconnection was unknown. The patient was not hospitalized for the event. The patient received unspecified intraperitoneal antibiotics (for two weeks) for the event. On an unknown date, the patient recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The reported product is an unknown baxter transfer set. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a4, a6, b7, e4, g3 and h10. The user facility submitted medwatch 2200710000-2022-8026 for this event. Should additional relevant information become available, a supplemental report will be submitted.